Event description:
It was reported that the left ventricular (lv) lead impedance was greater than 3000 ohms and yet the lead trend indicated that it was stable at 320 ohms. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable defib lead, (B)(6) 2008; 5076-52 implantable pacing lead, (B)(6) 2008. (B)(4).